Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product (list 06c29) that has a similar product distributed in the us (list 06l27). (B)(4).

Manufacturer narrative:
No patient sample or product returns were available from the customer for investigation. As the lot number(s) the customer used are unknown and the issue seems to have occurred with multiple lot numbers, an investigation was performed for lot numbers 33738li00, 34072li00, 34384li00, 35325li00, 37471li00, 38768li00 and 40383li00 which could have been used by the customer from (B)(6) 2014 to (B)(6) 2014. Ticket searches determined that there is no atypical complaint activity for the investigated lot numbers and the tracking and trending report review determined that there are no related non-statistical or adverse trends identified for the complaint issue. Retained file reagents of all architect (B)(6) lots listed above were tested for specificity. Results of this setup did not indicate that the specificity performance of these lots is compromised. A review of the human (B)(6) population testing for final release revealed no indications that the specificity of the lot numbers might be adversely affected. A review of the product labeling concluded that the issue was sufficiently addressed. Based on the investigation, it was determined that the investigated architect (B)(6) reagent lot numbers are performing acceptably or have been performing acceptably until they expired.

Event description:
The customer retests all (B)(6) architect havab-igg patient results. The customer states that all of the (B)(6) results have retested (B)(6). An exact number of (B)(6) results could not be provided. No specific patient data was available. No adverse impact to patient management was reported.